Event description:
It was reported that the 2800 system would not boot up and had a power supply error prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power was reset during the service call. The system was tested and found to be working as intended and put back into service.